Event description:
The initial call came in at 22:50 on (B)(6) 2014 for an unresponsive (B)(6) year old male patient. Patient was about (B)(6) tall and weighed about (B)(6) lbs. The incident occurred at the patient's residence and was unwitnessed. Patient was down for an unknown length of time prior to customer's arrival. Upon arrival, the fire department found the patient not breathing in the bathroom. Customer did not see any signs or symptoms of trauma. The patient's medical history and medications were not provided. The crew immediately initiated manual CPR (exact length of time was not provided). An AED was also applied but no shocks were advised. The autopulse platform was deployed at 23:05 without any issues. The platform performed continuous compressions for 1-2 minutes. The crew then paused the platform to analyze the patient's rhythm. No shocks were indicated so the crew restarted the platform. The platform performed 5 compressions, then stopped and displayed a "pull up lifeband and press restart" message. The crew pulled up on the lifeband and pressed "restart". The platform gave 5 more compressions then stopped and displayed the same message. The crew discontinued use of the autopulse and reverted to manual CPR until the patient was pronounced dead on scene at 23:44. Return of spontaneous circulation (rosc) was never achieved. Customer stated that they run a half hour protocol before calling it in to med control. The call was made to the physician who pronounced the patient dead. The cause of the cardiac arrest is unknown. The lieutenant of the fire department stated that the cause of death might have been cardiac arrest. It is unknown if an autopsy was performed. Customer does not attribute the patient's death to the use of the autopulse.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform was returned to zoll on 01/28/2015 for investigation. Investigation results as follows: visual inspection of the returned platform showed no physical damages to the platform. Review of the autopulse platform's archive was performed and the reported complaint of the platform displaying a "pull up lifeband and press restart" message was confirmed. The archive data showed that multiple faults occurred on the reported event date of (B)(6) 2014. These faults included: user advisory (ua) 17 (max motor on time exceeded during active operation), ua 2 (compression tracking error), which occurred on the first compression, warning 1 (low battery warning message), and ua 45 (not at "home" position after power-on/restart). The archive indicated that the lifeband straps were not pulled completely out prior to turning the device on. A ua 2 typically occurs if the patient is misaligned on the platform or if the lifeband is open. The ua 2 and ua 45 faults are related to the reported complaint. However, the ua 17 and warning 1 messages are not related to the reported complaint. Initial functional testing could not be performed because the platform displayed a ua 45 fault upon power on. The ua 45 fault was cleared by returning the driveshaft to its "home" position. The testing of the platform was continued with a load cell characterization test. The test showed that both load cell modules were functioning within specification. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying a "pull up lifeband and press restart" message was confirmed based on the platform's archive review and upon functional test. The platform displayed a ua 45 (pull up chest band, and press restart) message upon power on. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The fault was found to be due to user error. The ua 45 was remedied by pulling up on the lifeband until the chest bands were fully extended (thereby moving the driveshaft back to its "home" position) and then pressing restart. After the driveshaft was returned to its "home" position, the platform was subjected to a run-in test with a 95% patient test fixture (large resuscitation test fixture) for several hours with no faults or errors observed. All parameters for this platform met the manufacturer's specifications. Review of the platform's archive showed that a ua 2 occurred on the reported event date. Per the autopulse maintenance guide (p/n 11653-001), ua 2 is an indication that the patient or lifeband is out of position, or that the lifeband is opened during active operation. The ua 2 was exhibited due to patient or device movement. The ua 17 fault and warning 1 message found during review of the platform's archive are unrelated to the reported complaint. Per the autopulse maintenance guide (p/n 11653-001), ua 17 is an indication that the lifeband is twisted or that the battery voltage is low. The initial ua 17 fault was exhibited due to a twisted lifeband, which resulted from movement of the patient or the platform. After 30 minutes of compressions, the platform exhibited another ua 17 fault followed by a warning 1 message. These messages occurred due to the battery being in a low power state. The nominal run time for a fully charged battery is 30 minutes. The platform exhibited the warning 1 message, as expected, after 30 minutes of compressions to warn the user to replace the battery. Both the platform and the battery performed as intended.